Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization one in.pact admiral balloon catheter was implanted in the sfa. Approximately 14.5 months post index revascularization the patient suffered from stenosis in the femoralis sfa. On the same day the patient was treated with pta and stenting. Event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.